Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, all supplies were changed to resolve the issue. Additionally, it was reported that customer was not receiving audible alerts and alarms as intended. Reportedly, the customer continued to use the pump for insulin therapy.